Event description:
It was reported that during follow up, inappropriate atp and hv therapies due to svt was observed. The patients condition is good.

Event description:
It was noted that programming changes were made to address the initial reported event. New information received indicates an episode of inappropriate atp and hv therapy for supraventricular tachycardia was observed. The physician elected to take no action, since the patient had medication changes at the time of the episodes. The patient was in good condition after.